Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. During investigation, the device was found to be "double" beeping after power up. Further investigation found sign of fluid ingressions on the device, and according to the investigation was the cause of the reported problem. Investigation recommend the pump faulty downstream sensor and scratched lcd lens to be replaced. The investigation confirmed that the problem source of the reported problem was user interface (customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump).

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette". It was also reported that the pump had lens damage. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.